Event description:
The dr attempted to insert the iab sheathless but could not advance the catheter so the iab was inserted through a sheath. The iab was inserted into the pt on 2/12/97 at 2:20 am. At 8 pm that evening, after iabp for 6.5 hrs, alarms sounded from the pump and the iab leaked. Blood was noted in the tubing and the iab was removed. No second iab was inserted. Event complciations: none from the event - rpt'd 2/13/97, 2/28/97. Pt current status: o.k. - rpt'd 2/28/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.